Manufacturer narrative:
The product was visually inspected in the laboratory of the manufacturer, no abnormalities were found. The product was tested for its o2 and co2 transfer rate according to lv 009 in the qa laboratory of the manufacturer and was operating within the specifications. No abnormalities were found. The cause of this failure was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
October 08, 2015 09:56 am (gmt-4:00) added by (B)(6): (B)(4). The product was not yet received for manufacturers laboratory investigation. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
"After we did the cpb (child (B)(6)) during bypass +150 min. Aox+ 101 min. Without any problems followed by a uncomplicated muf procedure where the system is rinsed through with ringers solution till the tip of the arteriel canula, after 20 min echo assessment I had to go on cpb again. Note: the canules were still connected to the patient. No protamine was given, act's during cpb all above 450 sec. No extra heparin was necessary. During turning up the flow till 0,9 lpm, sweepflow 0,6 lpm/fio2 50% my cdi500 values were 4-5kpa! Pco2 was normal. I raised the fio2 to 100% and the sweepflow to 1 lpm. There was a slight '' revival '' till 7-8 kpa. After which it decreased again. After checking all the gas supplies the flow was turned down and the child was supplied with fluid. With turning down and respiration the gas values over the oxy increased again. This suggested that the oxy still functioned. Again the flow was slowly raised till 0,9 lpm with the result that there was again a low po2 over the oxy (4-5kpa) with 1lpm/fio2 100%. Then it was jointly decided to replace the system on the or. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
"After we did the cpb ((B)(6)) during bypass +150 min. Aox+ 101 min. Without any problems followed by a uncomplicated muf procedure where the system is rinsed through with ringers solution till the tip of the arterial canula, after 20 min echo assessment I had to go on cpb again. Note: the canulas were still connected to the patient. No protamine was given, act's during cpb all above 450 sec. No extra heparin was necessary. During turning up the flow till 0,9 lpm, sweepflow 0,6 lpm/fio2 50% my cdi500 values were 4-5kpa! Pco2 was normal. I raised the fio2 to 100% and the sweepflow to 1 lpm. There was a slight '' revival '' till 7-8 kpa after which it decreased again. After checking all the gas supplies the flow was turned down and the child was supplied with fluid. With turning down and respiration the gas values over the oxy increased again. This suggested that the oxy still functioned. Again the flow was slowly raised till 0,9 lpm with the result that there was again a low po2 over the oxy (4-5kpa) with1lpm/fio2 100%. Then it was jointly decided to replace the system on the or. (B)(4).